Event description:
The pt began to desaturate on the ventilator. Respiratory therapist attempted to ambu pt but met total resistance. R.t. Changed bags since she could not compress the bag. No air moving. R.t. And md. Pulled out the tube. A large mucus plug was discovered at the end and inside tube. Once e.t. Tube was removed, the r.t. Was able to ventilate. The pt decompensated into cardiac respiratory arrest and expired 45 mins later.